Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and detachment occurred. The lesion being treated was "below the knee" (btk). After a successful pta, during removal of the sterling sl mr 3 x 100 x 90 balloon catheter from the superficial femoral artery (sfa), there was a "rupture of the distal balloon from the shaft". The shaft was removed and the balloon was captured with an unspecified goose neck catheter. All parts of the balloon were removed and nothing was left inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the sterling sl catheter was received with an unknown guide catheter and a goose neck catheter around the distal tip. The outer shaft was separated and stretched 9 cm proximally from the guidewire exit notch. The fracture face was jagged and stretched. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The guidewire exit notch was twisted. There was a circumferential balloon tear on the distal end of the balloon. The distal end of the inner shaft was flattened and elongated. The distal markerband was flat and there was a sharp edge on proximal end . The markerband damage most likely occurred due to elongation of the inner shaft. The reported balloon burst and separation were confirmed; however, there was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and detachment occurred. The lesion being treated was "below the knee" (btk). After a successful pta, during removal of the sterling sl mr 3 x 100 x 90 balloon catheter from the superficial femoral artery (sfa), there was a "rupture of the distal balloon from the shaft". The shaft was removed and the balloon was captured with an unspecified goose neck catheter. All parts of the balloon were removed and nothing was left inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.